Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the device was overheating was not confirmed. The reported issue could not be replicated during laboratory testing. The suspect pcu was powered in the as-received condition, no issues or error codes were observed. A preventive maintenance task was performed on the suspect pcu, and the results show the suspect pcu passing all tests and that is working as expected. Battery conditioning test performed noted no errors observed which indicates the charging circuitry is operating as expected. After a complete discharge of the battery a thermocouple was attached to the battery and pole clamp to measure the temperature during its charge cycle. The device was found to be operating within specifications with no signs of overheating being noted. Bd received an image from the facility where temperature was measured on the pc unit during battery conditioning using an infrared thermometer showing a maximum temperature reading of 113.9 °f (45.5 °c). The specification for the battery temperature is a maximum temperature of 60°c indicating the device is within specification. A review of the suspect pc unit error log was performed, and no errors or anomalies were noted on the reported event date. A review of the battery logs show that one (1) battery conditioning test was attempted to perform on the suspect pcu on (B)(6) 2025 at 9:14 am and the pcu was disconnected from ac power on (B)(6) 2025 at 12:41 pm with no records of the battery conditioning test completing successfully. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris user manual (v12.3.1) states not to use a device with any damage. Send it to biomedical engineering for repair. Note to repair center: the device was disassembled for this investigation. Please replace the power regulator board as it was noted with flux residue. Please retorque all screws to specification. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings, physically abused components or any cost associated with any third-party parts found. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device's pole clamp getting hot when charging. When in maintenance mode charging, pole clamp started to heat up. There was no patient involvement. The customer later added the following information: the issue of the pole clamps getting hot did not happen while in use at their facility. The device had been returned to bd for repairs and they noticed the issue when the device returned to the customer in their repair shop. When they received the devices, they were plugged in at the biomed shop only to charge the batteries and the pole clamps on both devices got really hot.

Event description:
It was reported that the device's pole clamp getting hot when charging. When in maintenance mode charging, pole clamp started to heat up. There was no patient involvement. The customer later added the following information: the issue of the pole clamps getting hot did not happen while in use at their facility. The device had been returned to bd for repairs and they noticed the issue when the device returned to the customer in their repair shop. When they received the devices, they were plugged in at the biomed shop only to charge the batteries and the pole clamps on both devices got really hot.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the device was overheating was not confirmed. The reported issue could not be replicated during laboratory testing. The suspect pcu was powered in the ¿as-received¿ condition, no issues or error codes were observed. A preventive maintenance task was performed on the suspect pcu, and the results show the suspect pcu passing all tests and that is working as expected. Battery conditioning test performed noted no errors observed which indicates the charging circuitry is operating as expected. After a complete discharge of the battery a thermocouple was attached to the battery and pole clamp to measure the temperature during its charge cycle. The device was found to be operating within specifications with no signs of overheating being noted. A review of the suspect pc unit error log was performed, and no errors or anomalies were noted on the reported event date. A review of the battery logs show that one (1) battery conditioning test was attempted to perform on the suspect pcu on 07aug2025 at 9:14 am and the pcu was disconnected from ac power on 07aug2025 at 12:41 pm with no records of the battery conditioning test completing successfully. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris user manual (v12.3.1) states not to use a device with any damage. Send it to biomedical engineering for repair. Note to repair center: the device was disassembled for this investigation. Please replace the power regulator board as it was noted with flux residue. Please retorque all screws to specification. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings, physically abused components or any cost associated with any third-party parts found. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device's pole clamp getting hot when charging. When in maintenance mode charging, pole clamp started to heat up. There was no patient involvement. The customer later added the following information: the issue of the pole clamps getting hot did not happen while in use at their facility. The device had been returned to bd for repairs and they noticed the issue when the device returned to the customer in their repair shop. When they received the devices, they were plugged in at the biomed shop only to charge the batteries and the pole clamps on both devices got really hot.